Event description:
Customer's wife reported hospitalization due to diabetes ketoacidosis. Caller stated that faulty supplies caused the hospitalization. The blood glucose reading at the time of the event was over 519 mg/dl. Customer experienced vomiting and severe dehydration. Hospital treated with insulin drip. Hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.